Event description:
During the lead extraction procedure, the acuson catheter acunav dx ultrasound 8fr issued a catheter error message "exceed thermal limit" - this catheter is a reprocessed device for single use processed by sterilmed, inc. Catheter needed to be replaced to continue procedure. For the ep procedure of pacemaker lead extraction / reimplantation of pacemaker leads, the pt was intubated and under the care of anesthesia for general anesthesia, had an arterial line for hemodynamic monitoring.